Event description:
The patient IV was started by the anesthesiologist. The nurse checked the IV and found the tubing wet. The anesthesiologist and nurse looked for the source of the leak and found a hole in the tubing. The IV was stopped and tubing changed.